Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the electronic pt gas sys's (epgs) sweep went up and down all by itself. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.